Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of bacterial peritonitis with culture positive for streptococcus viridians in a patient (B)(6) coincident with dianeal pd4 unknown bag therapy for automated peritoneal dialysis (apd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized on (B)(6) 2012. The patient was treated with mirocef (250 mg, 4 x, ip) and ketocef (250 mg, 4x, ip) from (B)(6) 2012 and penicillin g (100,000 iu, 4x, ip) from (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.